Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level dropped to 40 mg/dl on (B)(6)2016 and the paramedics were called. They gave her a glucagon injection. The customer was wearing the insulin pump during the incident. The insulin pump will not be returned for analysis.